Event description:
An I-flow on-q painbuster device was implanted as part of an abdominal hysterectomy/abdominoplasty surgical procedure. Upon the surgeon's attempted removal of the device, one of the catheters broke completely along the length of the catheter, resulting in the retention into the wound of a portion of catheter that required surgical removal. Dates of use: 2007. Diagnosis or reason for use: pain control.